Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced low blood glucose (bg); bg value not provided. Suspected cause was due to pump software turning off. A system check was performed and pump was found to be operating as intended and suspending deliveries when bg lowered. Customer consumed glucose tablets to treat low bg.